Event description:
It was reported that during surgery, the tissue was stretched significantly less than 3:1, the tissue had to be discarded and a new one taken. The batch 65292843 was no longer used and a new package was requested to be sent. An additional medical intervention was required. No delay occurred. Due diligence is complete as no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: austria.

Event description:
There was no additional information associated with this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3a; b2; b5; d1; g1; g3; h1; h2; h6 and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.